Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used transfer sets with packaging were returned for evaluation. Also, a picture was submitted that depicts the defect. Visual examination of the three sets notes that some of the valves are misaligned. Software logs were reviewed by the sme (subject matter expert) and confirm a valve dance failure. This type of failure causes the valves to rotate fully to a closed position and give the appearance of a skewed valve when the set is removed and visually inspected from the underside. This type of observation is not a transfer set failure, but an attribute of the system. The picture submitted by the customer reflects the sample for the misaligned valves. The defect of misaligned valves is not confirmed since this is not a set failure but a software issue that is already known. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reported that during preparation, transfer sets were found to have skewed valves. No injuries were reported.